Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of taxol, at an unspecified rate. After priming of the tubing set was complete, the customer contact reported that the nonvented locking cap on the secondary port on the cassette of the tubing set was removed and an unspecified clave port was connected to the secondary port. After an unspecified length of time, it was reported that an unspecified volume of solution leaked onto the floor from the luer connection of the clave port and the secondary port. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects to the healthcare provider. No medical interventions were reported. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.